Event description:
Customer was found unconscious. Paramedics were called. When the emts arrived they checked the customer's blood glucose on their equipment and the result was 33 mg/dl. The customer's device was also used and it read 151 mg/dl. Emts treated with an IV and left when the customer's glucose was in the 200's. Patient refused transportation to the hospital. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.